Event description:
A malfunction alarm with code malf 12 was reported, and it was noted that no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, and although the customer reset the pump, the malfunction recurred. Consequently, technical support decided to replace the pump. The customer was informed about the return process using a pre-paid label and instructed to use an mdi as a backup therapy to ensure uninterrupted insulin delivery.